Event description:
Hospital reported the horizontal arm of the overhead counterpoise system broke at the end where it attaches to the ceiling mount. No injuries were reported.

Manufacturer narrative:
Medrad service representative replaced the horizontal and vertical arms. The product was returned and then evaluated by our quality assurance department. The preliminary investigation suggests that the device failed, but root cause is not yet known. The product has been sent to an outside lab for evaluation. Once the outside lab evaluation is completed, a follow-up report will be submitted.